Manufacturer narrative:
Conclusion not yet available. Pending receipt of sample for investigation.

Event description:
Customer reported that inner cannula is not latching securely and has the potential to disconnect from the vent circuit during pt use. The caller confirmed that this was identified prior to pt use.